Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right upper lobe lobectomy, the stapler stopped working after four uses. It was stated that the handle would no longer close. Another device was used to complete the case. There was no patient injury.